Event description:
The clinician reports the implant was inserted (b)(6) 2025 in ADA 3. Details of surgery: Ridge augmentation. On (b)(6) 2026, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Peri-implantitis. No further patient complications were reported.